Event description:
Reporter alleged the customer obtained a result of 476 mg/dl on aviva system 1 compared back to back with the results of 178 mg/dl on aviva system 2 when testing was performed within 10 minutes. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.

Manufacturer narrative:
This medwatch report is for the suspect device used in system 2. (B)(4).